Manufacturer narrative:
The computer was replaced in the system. After replacing the computer the system functioned properly. Suspect computer returned to manufacturer for testing found: initial power on successful. Ram cards secure. Launch software application and approximately 10 min later system goes to black screen. Restart system and display returns. Inspection reveals vgc (video graphics card) cooling fan not running. Cooling fan power cord has come disconnected from its jack on the card. Secured connection and cooling fan became operable. System ran extended time period with no hard drive errors.

Manufacturer narrative:
Medtronic representative, following-up, reported synergy spine 2.0.1 was the software used in this procedure. No parts, or patient exams/files, have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system monitors went blank and the computer became unresponsive. A re-boot of the system returned it to proper function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.